Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the during removal of the protective sheath without resistance, the 4.0x15mm herculink elite stent dislodged from the balloon. Another same size herculink elite stent was used to complete the procedure. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.